Manufacturer narrative:
The biomedical engineer (bme) reported that the heart rate and the nibp readings are incorrect. They were comparing these readings with their dialysis unit which is not a nihon kohden device. The bme tested the unit, and everything tested correctly. However, the nurses are requesting it get evaluated. They connected a new unit to the patient and are getting the same readings as the simulator. The bsm-6301a was not returned, but the ay-651p sn (B)(4) from the system was returned. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the bedside monitor system. Input unit model: ay-651p. Sn: (B)(4). Device manufacturer date: 01/08/2019. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: 01/15/2022.

Event description:
The biomedical engineer (bme) reported that the heart rate and the nibp readings are incorrect. They were comparing these readings with their dialysis unit which is not a nihon kohden device. The bme tested the unit, and everything tested correctly. However, the nurses are requesting it get evaluated. They connected a new unit to the patient and are getting the same readings as the simulator. The bsm-6301a was not returned, but the ay-651p sn (B)(4) from the system was returned. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the heart rate and the nibp readings were incorrect on the bedside monitor (bsm). They were comparing these readings with their dialysis unit, which was not a nihon kohden device. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the heart rate and the nibp readings were incorrect on the bedside monitor (bsm) (bsm-6000). They were comparing these readings with their dialysis unit, which was not a nihon kohden (nk) device. The input unit (ay-651p sn (B)(6)) attached to this bsm was sent in for evaluation. No patient harm or injury was reported. Investigation summary: evaluation of the connected input unit (ay-651p sn 05440) was not able to confirm or duplicate the reported issue of inaccurate values. Physical damage was observed on the unit and the rear enclosure was replaced to resolve that issue. As the reported issue could not be confirmed or duplicated, a root cause cannot be determined. Possible root causes are likely related to use error relating to improper patient prep, improper cable connections, or use of unspecified material. A root cause of the observed physical damage is likely related to mishandling. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contains no information (ni), as an attempt to obtain the information was made, but was not provided. Attempt #1 01/17/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information as requested. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the bedside monitor system. Input unit model: ay-651p sn: (B)(4). Device manufacturer date: 01/08/2019. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: 01/15/2022.